Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. When the protective sheath was retracted, the stent dislodged off the balloon catheter and embolized in a coronary artery. The sds was withdrawn without complication and microsnare was used fot retrieve the stent. Attempts to deploy a second coronary stent with delivery stystem was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.